Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient complained about hearing the ventricular assist device hum. They said it felt like the pump was "stopping at times". The patient also experienced shortness of breath after walk 25 to 50 feet, dizziness, diaphoresis. An echocardiogram was ordered and log files were submitted for review. The log file captured pump speed had been fluctuating between 5500 rpm and 5800 rpm. There were no other unusual events recorded in the log file event history.